Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Three companion samples were available at the plant for evaluation. The condition of air in line was not confirmed. Visual inspection revealed no non-conformances. A pump test was performed on one of the sets and the test result passed as it was within acceptance criteria. No air alarms were given by the pump. The cause of the reported condition remains unidentified. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) of a flogard adminstration set in which an air alarm has occurred during an infusion. There was no patient injury or medical intervention reported. No additional information is available.